Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was currently receiving baclofen [2000 mcg/ml] at an unknown dose and morphine [2 mg/ml] at an unknown dose via an implantable pump for intractable spasticity and cerebral palsy. Doses of 25 mcg/day for the baclofen and 0.5002 mg/day for the morphine were provided but the hcp was confused when they read this information off the telemetry strip, so the total daily dose was not provided. It was reported on (B)(6)2017 that the patient¿s previous pump kept flipping all the time, so they had to replace it with the patient¿s current pump. The date of the event was asked but unknown. No further complications were reported or anticipated.